Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that purewick urine collection system doesn't seem to be suctioning as strong as it used to. If the purewick urine collection system was not suctioning properly, then check the following: ensure tubing connections are connected properly, check collector tubing for blockage or flow restriction such as pinched or kinked tubing, ensure collection canister was sealed with the lid tightly closed, and verify suction by disconnecting purewick from the collector tubing and placing the end of the collector tubing into a cup of water. Water easily flows into the collection canister, suggested replacing the purewick catheter. Ensure overflow stop valve in collection canister was open. The valve floats to the top when the collection canister was full. The stop valve may close if the lid or canister was tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. Customer stated that it was functioning fine, but suction seems slower than it used to be. They would like to suggest there be an alert when the cannister was almost full.